Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 6.0 x 40 40cm mustang¿ balloon catheter was advanced for pre-dilatation. However, the device failed to cross the lesion and when the balloon was inflated once at 9 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. Bsc ID: (B)(4). Tw: 4851088.

Event description:
It was further reported that the patient's condition was stable.